Event description:
Per the clinic, the patient underwent a procedure (date not reported) related to trigeminal neuralgia, in which the electrode lead was cut resulting in nonuse of the device. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.